Event description:
Customer reported that patient with PICC line came in for dressing change, and there were areas under the dressing where skin was ulcerated, tissue was red and swollen, and symptoms of cellulitis. Patient complained of itching and had changed dressing frequently at home during the past few days in an effort to relieve symptoms. Site was cleansed with water and hibliclens. PICC line removed and new line placed in other arm. Medical treatment of topical and systemic antibiotic treatment begun for cellulitis. Culture taken, results not known.

Manufacturer narrative:
Product not returned to manufacturer. Lot code not provided to manufacturer. Conclusions: device not returned, no evaluation will be performed.